Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) measurements. It was noted that mirror image noise was also observed on the leads. The ra lead and rv lead were reprogrammed to unipolar and remain in use. No patient complications have been reported as a result of this event.